Event description:
A surgeon reported a pt with an unexpected outcome following intraocular lens (iol) implant surgery. The surgeon does not feel the iol was defective. The pt is happy with the results of the surgery. Add'l info has been requested.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. Dr (B)(6) does not think the iol is defective. The pt is happy with the results. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info was requested on 5/19/2011 and 6/2/2011 by phone, fax and mail. Add'l info was received in a f/u phone call on 5/26/2011. A completed questionnaire has not been received. (B)(4).